Manufacturer narrative:
Title: comparison of converse o anastomosis and extracorporeal anastomosis after laparoscopic distal gastrectomy for gastric cancer source: surg laparosc endosc percutan tech volume 31, number 4, august 2021 www.surgical-laparoscopy.com pp 485-491. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 2013 and march 2018, a retrospective study compared the outcomes of converse omega anastomosis and extracorporeal anastomosis in patients who underwent laparoscopic distal gastrectomy for gastric cancer. In the extracorporeal anastomosis group, after lymph node(ln) dissection ,the remaining stomach was divided using a  linear cutting stapler. A purse-string suture was placed in the duodenal stump and the anvil of a side to-end anastomosis using a circular stapler. The circular stapler was fired after the center rod and the anvil were connected, and a side-to end gastroduodenostomy was completed. In the converse omega group, a sixty millimeter(60-mm) endoscopic linear stapler was used to transect the duodenum. After satisfactory ln dissection, the stomach was resected by successively transecting from the greater curvature side to the lesser curvature side with two or three 60-mm endoscopic linear staplers. The stapler was fired to create a v-shaped anastomosis on the posterior wall of the remnant stomach and duodenum. The insertion hole was partially closed from the greater curvature side with a 30-mm endoscopic linear stapler. Next, a 60-mm endoscopic linear stapler was used to create the fourth side of the rectangle. With this stapling, the rectangular gastroduodenal anastomosis was completed. There were fifty patients in each group and complications included: anastomotic leakage, anastomotic stenosis and abdominal abscess. All complications were controlled with unspecified treatment. No case was converted to open surgery or required reoperation in either group. There was no postoperative mortality in the groups.